Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large where hemostatic valve dysfunction occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large sheath was leaking from the hemostatic valve area. A new sheath was used, and the procedure continued. There was no report of patient consequence nor extended hospitalization. The event occurred while the product was used on the patient. There was no excessive bleeding. The hemostatic valve did not break separate into pieces nor became detached from the sheath. No surgical intervention was required.

Manufacturer narrative:
On(B)(6)2020, biosense webster inc. Received additional information indicating the device was not available for return. This is how it was noticed that incorrect information was reported in the 3500a initial medwatch report. It was reported that the complaint device was received for evaluation, however, this is incorrect. As such, the following corrections should be considered: device available for evaluation? Corrected from yes to no date device returned to manufacturer corrected from (B)(6)2020 to blank is device returned to manufacturer? Corrected from check marked to uncheck marked. Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001182 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).